Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over delivery due to detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was over delivering. The customer ate lunch and, did not give any insulin but their blood glucose level dropped from 128 mg/dl to 118 mg/dl. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. Customer states this is not normal for blood glucose to go down without a bolus. Troubleshooting was not completed but the customer believes the pump over delivered. The insulin pump will be returned for analysis.